Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
The patient reported loss of therapeutic effect. The patient was in pain and the patient¿s current hcp refused to increase med dosage. The patient also reported the pump was protruding out of stomach. The patient was dissatisfied with their hcp and was seeking a new one. The patient wanted the device explanted and the hcp refuses to explant the device. Additional information later reported the hcp indicated the event was attributed to the pump but did not know the cause of the event. It was not known if a revision was done. The hcp had not seen this patient since (B)(6). The patient had been discharged from the hcp¿s practice after they found out that the patient was getting their pump filled by another hcp with new additions of medications. Per the hcp the patient never reported any problems with pump in the patient¿s stay with us. The pump was used to deliver morphine. Additional information later reported the event was not attributed to any of the devices. The patient experienced loss of pain control due to change in intrathecal drug prescriptions. The patient experienced increased pain and emotional changes. The medications were changed from ms and bupivacaine to dilaudid and bupivacaine. Per the hcp no complaints of pump protrusion. Additional information later reported the patient¿s pump was removed on (B)(6) 2014. The patient reported that there had not been drug in the pump for 3 years and the patient had been ¿suffering¿ since 2004 because of the pump. The pump had not ¿functioned¿ correctly since implant in 2007. The patient also stated the hcp could not ¿salvage¿ the recently removed pump or catheter to send back to the manufacturer for analysis.

Manufacturer narrative:
(B)(4).